Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she noticed her infusion set was not sticking properly. The customer added more tape and went to sleep. When she woke up her blood glucose was 400 mg/dl. The customer removed the infusion set and found that the cannula was bent. Transfer to the 24-hour product helpline was declined. The insulin pump was not returned or replaced.